Event description:
The customer observed a false positive architect stat troponin-I result on one patient sample that repeated negative after the physician questioned the result. The controls were initially within range however, controls were out of range when repeated after the questioned result. The following data was provided (normal reference range is < 0.028): (B)(6) 2022 sid (B)(6) (first sample) initial result = 0.053 ng/ml (positive), repeat result = 0.002 ng/ml (negative). Sid (B)(6) (second sample) result = 0.002 ng/ml. The first sample was repeated after the second sample resulted. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: the 2nd sid (from the same patient) is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer replaced the architect probe which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number (B)(6), after the probe was replaced. An instrument service history review revealed no additional tickets related to erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect probe associated with this complaint revealed no trends, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. The architect system operations manual addresses the troubleshooting of erratic/discrepant results and the instructions for replacing the probe. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number (B)(6), or the architect probe.